Manufacturer narrative:
Should additional information become available this event will be updated and resubmitted.

Manufacturer narrative:
Analysis is currently ongoing. Once analysis is complete this event will be updated and resubmitted.

Event description:
Boston scientific received information that the patient with this implantable right ventricular (rv) lead presented to the emergency room with noise on the pace/sense channel leading to an inappropriate shock. Pacing impedance measured greater than 3000 ohms. A lead fracture is suspected. Therefore, this lead was extracted. No adverse patient effects reported.

Manufacturer narrative:
Upon receipt, a visual inspection revealed the conductor coils were stretched and deformed, as a result of induced damage. The cathode was fractured approximately 215mm from the terminal pin and the inner insulation was torn. The fracture site appears to be at the distal end of the suture sleeve footprint. The location and fracture site morphology strongly suggests impingement coupled with motion over time as the cause of the cathode fracture.

Event description:
Subsequently this lead was returned to boston scientific for analysis.